Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 - primary UDI number, d9 - date returned to mfg, g1 - contact office email, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the issue occurred during a therapeutic upper gastrointestinal endoscopy with urease test procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device needle got stuck at the end of the tube when it passed the biopsy needle through the canal. There were no reports of patient harm.